Event description:
It was reported that the patient received 14 inappropriate shocks due to noise, and has experienced pain. It was also reported that the patient felt heavy beating of their heart on days prior to these shocks. The lead and the device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis revealed no anomalies. (B)(4) the full lead was returned and analyzed. The proximal conductor fractured. It was noted that the defibrillation coil was distorted, the defibrillation conductor was cut, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the devices is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received 14 inappropriate shocks due to noise, and has experienced pain. It was also reported that the patient feels heavy beating of their heart on days prior to these shocks. The lead and the device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) analysis revealed no anomalies.

Event description:
It was reported that the patient received 14 inappropriate shocks due to sensing of noise. It was suspected that the lead dislodged due to an accident at work. The lead and the device were explanted and replaced. It was also reported that after the event, the patient went to the hospital due to pain. No further patient complications have been reported as a result of this event.